Manufacturer narrative:
The device was evaluated. A visual inspection with the naked eye noted the green pull ring cap was loose inside the pouch. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia pd cycler set, a baxter technician found the green pull ring cap was loose (detached) and inside the pouch. No additional information is available.